Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. The customer¿s practice as described is not covered by our IFU hence is considered off label use. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Additionally, the customer¿s practice as described is not covered by our IFU hence is considered off label use. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter. " phone call taken: "it was reported the customer was seeing some erroneous results. Customer is inquiring if the lavender tubes contain silica. Customer did not want to make this a complaint, just wants information from the tech team. Product information is unavailable" tech call: "customer is using 366643, lot#8263915. They are drawing blood from human subjects into the edta tube and then processing with ficol to collect pbmc's, isolation of the lympocytes takes place and they are then used for mass spec. The last set of samples that were run showed a contaminant that would be like the clot activator in the serum tubes. He is wondering where this might be coming from and just wants to confirm that the only additive in the edta tube is edta. Verified that there is only edta in the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, "phone call taken: "it was reported the customer was seeing some erroneous results. Customer is inquiring if the lavender tubes contain silica. Customer did not want to make this a complaint, just wants information from the tech team. Product information is unavailable" tech call, - "customer is using 366643 lot#8263915. They are drawing blood from human subjects into the edta tube and then processing with ficol to collect pbmc's, isolation of the lymphocytes takes place and they are then used for mass spec. The last set of samples that were run showed a contaminant that would be like the clot activator in the serum tubes. He is wondering where this might be coming from and just wants to confirm that the only additive in the edta tube is edta. Verified that there is only edta in the tube."